Event description:
A report was received that shortly after the patient underwent a lead revision, the new location of the paddle lead was pushing against some nerve roots and was causing pain. The patient underwent another lead revision where the paddle lead was repositioned. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Patient weight not available. Device remained in patient. This is the final report.